Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. The customer states that he compares the result against his other meter. Assisted the customer with perfoa back to back blood test: 65mg/dl and 73mg/dl. The customer states he feels sweaty and hungry but the doctor already assisted him and does not need to seek medical attention. Expected blood glucose range is 80mg/dl-120mg/dl. Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. The customer states that he compares the result against his other meter. Assisted the customer with perfoa back to back blood test: 65 mg/dl and 73 mg/dl. The customer states he feels sweaty and hungry but the doctor already assisted him and does not need to seek medical attention. Expected blood glucose range is 80 mg/dl - 120 mg/dl. No adverse event reported. Reviewed the last 5 blood results in the meter memory.